Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the customer's instrument logs, a search for similar complaints, and a review of labeling. No anomalies were found in the analysis of the customer's instrument logs. The customer ran a carryover test and passed, and contamination of the sample by previous tests was ruled out. Aspiration errors were also ruled out. Sample integrity was found to be the probable cause of the discrepant results. No adverse trend for the architect glucose assay was identified. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified for architect glucose.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the architect glucose assay generated a falsely elevated result of 11.76 mmol/l (211.89 mg/dl) compared to repeat results ranging from 6.00 mmol/l (108.11 mg/dl) to 6.11mmol/l (110.09 mg/dl). No adverse impact to patient management was reported related to this issue.